Event description:
On (B)(6) 2021, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. When the contralateral leg endoprosthesis was deployed in the left common iliac artery on the contralateral side, the distal side of the leg landed in the left external iliac artery about 10 mm, and the left internal iliac artery was unintentionally covered. No treatment was performed for this unintentional coverage. It was decided to monitor the patient and the procedure was completed.